Event description:
Boston scientific received information that this atrial lead had triggered the lead safety switch (lss) on the associated device due to impedance measurements greater than 2500 ohms. Additionally, there was no atrial sensing or capture observed despite maximum device outputs. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.